Event description:
The customer reported that the insulin pump alarmed motor error and no delivery. The blood glucose reading was 131mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer stated that changing the infusion set resolved the no delivery alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm motor error alarms. The motor passed the motor test. Further testing could not be performed due to the prime anomaly.